Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. The pcb and power switch were both outdated. There was wear and tear on the enclosure, tank cover, front cover, line cord, and block assembly. During the evaluation of the device, the device would not power on. The cause of the issue was found to be the connection between the power switch and the pcb was broken. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical product had a bad power switch. There were no reported adverse events.